Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the multiple insulin cartridges became warped after being stored in hot temperatures. Customer's blood glucose was approximately 200 mg/dl. Reportedly, a cartridge change was performed to resolve the issue and insulin therapy was resumed.